Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that she was just wearing the pump and did not adjust anything. Customer could not clear the alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had an unresponsive buttons due to corroded keypad traces. The insulin pump had a cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.